Event description:
The distributor reported that their client's AED will not power on and has a depleted battery pack. The reported event did not occur during patient use.

Manufacturer narrative:
The electronic log files were returned and cause of the depleted battery pack was determined to be the customer's failure to promptly address red asi warnings which reduced battery life expectancy. The distributor was advised to remove the battery pack from service and the AED can remain in service with a new battery pack if the asi is green.. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.